Event description:
It was reported that the zimmer air dermatome took full width cut not the width cut of the width plate. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
Device was returned to the manufacturer for repair. On receiving the unit, it was noted that it was out of calibration and had a damaged head and worn bearings. The motor was within specification, but toward the slow side. The unit being out of calibration, the motor being on the slow side of the specification and the damaged head could not have resulted in a graft that is too wide. The reported malfunction of the device taking a graft that was too wide is likely due to improper user technique, such as using the wrong width plate. Repair records show that the device was purchased in 10/2007 and last received calibration and preventive maintenance service at zimmer osp in 12/2008.